Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of false occlusion alarms. The root cause of the reported condition was determined to be an out of adjustment occlusion micro switch. The occlusion micro switch was adjusted to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infusor device which experienced intermittent false occlusion alarms during set-up. There was no patient involvement. No additional information is available at this time.